Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site name: (B)(6).

Event description:
It was reported by customer during use that cardiosave intra-aortic balloon pump (iabp) screen glitched. No patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d1 (brand name), d4 (version or model #, catalog #, unique identifier (UDI) #).

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: h6 (medical device ¿ problem code). No further information was provided. If any further information is provided, the investigation will be reopened and processed accordingly.

Event description:
N/a.